Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 2000 ohms; also noted to actually be 1800 ohms, and loss of rv capture. A surgical revision was performed. The lead was tested via the pacing system analyzer (psa) during the revision and the issues of high impedances with loss of capture were confirmed with the lead. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.